Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a week of implant, the implantable cardiac monitor had noise and what appeared to be several false asystole episodes. The clinician wanted to confirm the false asystole. The patient will be seen in one month and the device is still in use. No patient complications have been reported as a result of this event.